Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the connection to the device was damaged. There was no patient involvement.

Manufacturer narrative:
D4: UDI corrected. H6: updated. H3: one device was received. As received, one of the connectors on the twin-tube connector is damaged and partially missing. There is evidence of the tubing being primed, even though it was unused. The complaint of connector damage can be confirmed. The probable cause is due to unintended external forces. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.